Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. A philips remote service engineer (rse) examined the system remotely by connecting with the customer and confirmed that the user was unable to save images due to an image disk problem. The philips field service engineer (fse) inspected the system onsite and found that the image storage had no more space available even though there was only one patient left in the archive and the patient data could not be transferred to pacs (picture archiving and communication system). Review of the system log file showed malfunctioning ippc (image processing pc). Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a medical device correction (z-1151-2024). The fse transferred patient data together with it (information technology), adjusted pacs node in ae-title and recreated the image store. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the images could not be saved due to an image disk problem. No harm was reported to philips. Philips has started an investigation of this complaint.